Event description:
Patient reported having their scs boston scientific device replaced after seven years because of a lack of therapeutic effect to all areas they needed. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)